Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called and requested to speak with a rep. They said they had been having problems with symptoms for many months. They said they had retention and urgency symptoms. They said they had been seen for many months by their healthcare provider, then they met with a rep the fall of this year. They met from reprogramming and had been speaking with them for reprogramming assistance since. The patient reported a recent change in how the stimulator was functioning since november. They had changed programs and increased and decreased the intensity over the past several weeks and they were still having urinary retention. They said they had been catching both day and night and had between 250-450 ml of residual urine. They said they noticed that their urinary urgency was a little better. They said they used strips and they didn't have a uti, but did have symptoms of a uti. Patient increased setting on program 3 from 1.8 to 2.0 volts on the call. They noted stimulation felt comfortable. They were going to monitor stimulation sensation. They said they had been at 1.8 volts for about 10 days and they believed they were on program 4 prior. They were going to track and monitor symptoms for at least a week. A courtesy message was sent to the field. Additional information was received from the rep. The rep reported the patient received the therapy for retention and bowels. The patient was instructed the day of the report to speak with their provider to discuss symptoms. They met with the patient in the fall at the request of the np to discuss settings. The rep was unsure what was meant by "change in stimulator function," there was no device/therapy concern, etc. The rep had spoken with the patient the day of the report. The patient noticed their retention had been worse over the last month, they were having to cath more frequently. It was noted they said they felt their stimulation when they used the controller. They had tried changing the stimulation level to see if it would help, it was noted they had changed it the day prior. No other changes were advised by the rep, they instructed the patient to contact their urologist to discuss further. It was noted the patient had urinary retention prior to implant and that their retention had worsened over the last month, the reason for that was unknown. The patient reported they were catching 2x per day at the time of report, prior to therapy they were catching 2x per month. It was noted catheterization was considered a standard of care for the patient.